Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for gastrointestinal bleeding. The patient's hemoglobin was 6.9 g/dl and inr was 1.9 on admission. The patient reported having dark tarry stools. Their aspirin remains off and they were transfused two units of packed red blood cells. An esophagogastroduodenoscopy found the candidate lesion that appeared to have the stigmata, but not actively bleeding. The lesion was cauterized with argon plasma. The patient was started on octreotide. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.